Event description:
Subsequent to the initial filed report, confirmation was received from the account that the device was being stabilized at the time of advancing the plunger.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation determined that it is likely that the challenging anatomical conditions contributed to the reported difficulties. The subsequent patient effect and treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, when the plunger was pushed, the prostyle device was also pushed into vessel. The device caught adipose tissue so there was resistance during removal of the device. The device was removed with the adipose tissue that was caught on the device. The vessel did not seem to be damaged. The physician decided not to use a second device and achieved hemostasis using manual compression instead. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.